Event description:
It was reported that during a hip procedure using an ambient hipvac 50 ifs wand, the pt allegedly sustained a burn on the left hip. No details were provided regarding the severity of the burn or any treatment administered. The procedure was completed using a competitive device. There were no significant delays or further pt complications reported as a result of this event.